Manufacturer narrative:
Continuation of d10: product ID: 977c165, serial#: (B)(6), implanted: (B)(6) 2018, product type: lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4) , ubd: 27-dec-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the patient stated that when they first got the implant it worked perfectly until one day they were coming out of a store and stepped off the curb and felt a big jerk in their back. The patient stated that ever since then the implant hasn't worked the same and wasn't helping their pain, so they stopped using it probably over a year ago. The patient added that now they need it turned back on for an MRI. Additional information received from a healthcare provider reported that the patient has been having issues with the stimulator. The caller stated that the ins is in "pof doctor mode" and unable to get the ins in any other mode. The patient reported that they felt jerking in her back about 1.5 years after implant and the therapy stopped working like it did before and the patient stopped using therapy. The patient was able to charge the device following that incident according to the caller. The caller indicated that the doctor had the patient get an x-ray and they think that the leads have moved. The issue was not resolved through troubleshooting.